Event description:
It was reported that two bd ultra-fine¿ pen needles experienced an inability to deliver insulin/medication and difficult operation or not working/functioning during use. The following information was provided by the initial reporter: clogged needles.

Manufacturer narrative:
The following fields have been updated due to additional information. B.5. Describe event or problem: it was reported that two bd ultra-fine¿ pen needles experienced an inability to deliver insulin/medication and difficult operation or not working/functioning during use. The following information was provided by the initial reporter: clogged needles. D.1. Medical device brand name: bd ultra-fine¿ pen needle; d.3. Medical device manufacturer: becton dickinson and co. (Dun laoghaire); d.4. Medical device catalog #: 320489; d.4. Medical device lot #: 8227644; d.4. Medical device expiration date: 2023-08-31; d.4. Unique identifier (UDI) #: (B)(4); g.1. Manufacturing location: becton dickinson and co. (Dun laoghaire); g.5. PMA / 510(k)#: n/a; h.4. Device manufacture date: 2018-08-15. H.6. Investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two unspecified bd pen needles experienced an inability to deliver insulin/medication and difficult operation or not working/functioning during use. The following information was provided by the initial reporter: clogged needles.